Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they have a battery replacement scheduled for (B)(6) to resolve the eri and recharging interval issue getting shorted. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for failed back surgery syndrome. The patient reported that they saw an elective replacement indicator (eri) message. They indicated that they also noticed that their recharging intervals have been getting shorter. No allegation or dissatisfaction with the implantable neurostimulator (ins) was made. The patient mentioned that the eri and shorter recharge intervals began at the same time around (B)(6) 2018. The patient was to follow-up with their healthcare provider to schedule an ins replacement. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.